Event description:
As reported by the user facility: customer reports under infusion during the "piggyback mode'. Customer unsure of what rate was set to be infused, verbalized "there was still fluid left in the second bag once the pump done infusing the set amount". Customer unsure of how much.